Manufacturer narrative:
H3: one device was received for evaluation. Service history review indicated no previous service history within the review period. The reported problem was duplicated through functional testing. The root cause of the issue was a stuck downstream occlusion (dso) sensor. The device passed all functional and delivery tests after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's cassette sensor was defective. There was no patient involvement. The issue was discovered during testing.